Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticm5_13.2 implantable collamer lens, -9.5/+2.5/107 (sphere/cylinder/axis), and the lens tore/broke during delivery into the eye. The surgeon reported the lens got jammed in the foam tip plunger when implanting and was torn. The lens was removed and exchanged during the same surgery with no apparent injury. The lens exchange resolved the problem.

Manufacturer narrative:
Lens was removed during initial surgery. Another lens was implanted at a later date. Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with residue on lens. Visual inspection found a piece of the haptic missing and residue on lens. Claim# (B)(4).